Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break was also noted during device examination at 729 mm distal from the distal end of the strain relief. The types of damages noted are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 2.50 x 28 synergy ii drug eluting stent was then advanced but failed to cross the lesion. The device was removed and the procedure was completed with another with same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube broken.